Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings on the device. Capsular contracture: unable to observe. As per the investigation procedure were creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade IV. The device has been explanted.